Event description:
It was reported that the device was interrogated and no longevity estimate was available. The device was not used and there was no patient involvement.

Manufacturer narrative:
Product event summary : the device was returned and analyzed with no anomalies found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.